Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient initials are aw. This report is for four unknown 7.0mm locking screws. Part and lot numbers were not provided by reporter. The subject device is not expected to be returned to the synthes manufacturer for evaluation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent removal of hardware surgery on (B)(6) 2015 due to painful prominent hardware. The initial surgery was an open reduction internal fixation performed on (B)(6) 2015 to treat a right tibial plateau fracture. There was no surgical delay reported. The procedure was completed successfully. This report is for four unknown 7.0mm locking screws. This report is 6 of 6 for (B)(4).